Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The caller stated the patient was intubated on (B)(6) 2016. On (B)(6) 2016, while still in intensive care, they heard an audible pop. The patient had to be extubated and re-intubated duet to a large rip in the balloon. No product is returning